Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging due to the ipg was implanted too deep. The patient underwent a revision procedure wherein the pocket site was made smaller and the ipg was replaced. The patient was doing well postoperatively.